Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown concentration of hydromorphone at 7.353 mg/day and an unknown concentration of bupivacaine at 7.353 mg/day via an implantable pump for non-malignant pain and chronic low back pain. On (B)(4) 2017, it was reported that the patient had a pump pocket revision on (B)(6) 2016. According to the patient, the revision was diagnosed nov or dec 2016. No symptoms were reported. The original source document contains information that was unrelated to this event and was omitted. See pe 701602381 ¿ ptm splash screen

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.